Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported this patient was transferred to a different hospital due to infection. It was a systemic infection from a spinal cord related infection. At this time, this right ventricular (rv) lead remains in service and there were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this right ventricular (rv) lead was explanted. No additional adverse patient effects were reported. Lead return is not expected.